Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56 serial #: (B)(4), description: avista MRI perc lead kit, 56 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed a lung infection from a slight fluid which built up. The infection was believed to be not device related. The infection was potentially from the anesthesia during the permanent implant procedure but to difficult to tell origination. The patient was prescribed oral antibiotics.

Manufacturer narrative:
Additional information was received that no further information could be obtained by the bsn representative.

Event description:
A report was received that the patient had developed a lung infection from a slight fluid which built up. The infection was believed to be not device related. The infection was potentially from the anesthesia during the permanent implant procedure but to difficult to tell origination. The patient was prescribed oral antibiotics.